Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed to detect on the communication bus. As per part investigation, it was determined that the drawer was not detected on the bus due to thermal damage to component u300, along with fluid ingress and physical damage to component l300 on the full height cubie pmc board. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "es drawer aux 6 not detected on bus" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that found that the module board missing communication light. The fse replaced both the module board and half height controller board to resolve the issue. Rebooted station and customer was able to assign drawers and test inventory with good results. During dchu visual inspection: pn 151903 01: the unit revealed signs of thermal damage, specifically on component ic u30. In addition, physical damage was observed on component l300, and evidence of fluid ingress was also identified. No other anomalies were observed. During dchu testing: pn 151903 01: no testing was performed due to evidence of thermal damage observed on ic u300, evidence of fluid ingress, and physical damage observed on component l300. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903 01) circuit board resulting from an electrical failure along with evidence of fluid ingress and physical damage observed on component l300, which compromised the communication and control signals, preventing the drawer from being detected on the bus.